Event description:
It was reported that a user sometimes eats lunch without announcing the meal to the ilet and has observed that the pump increases insulin delivery without a meal announcement, with one example where glucose rose to 270 mg/dl after an unannounced lunch and then returned to range. Symptoms included hyperglycemia. Outcomes included self-resolution without medical intervention or hospitalization. Investigation included review of device behavior and user education on the corrections algorithm and proper meal announcements. Investigation of this case revealed that the device responded as designed with automated correction dosing, and that missed meal announcements led to postprandial hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error due to missed meal announcement, with the device functioning as intended.